Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient only had her right breast implant exchanged due to grade IV capsular contracture. Her left breast was not included or defected. On (B)(6) 2021, mentor became aware that the hospital accidentally discarded the right implant and hence, will not be returned. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 8, 2021, mentor became aware that the left device was replaced on (B)(6) 2021. No updates were received for the right side. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV, and generalized illness symptoms including fatigue, allergies, joint pain, and skin mole. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 320cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; left side baker grade iii, and right side baker grade IV, generalized illness symptoms including fatigue, allergies, joint pain, and skin mole postoperatively. Patient's diagnosis was confirmed after physical exam. As a result, the patient underwent bilateral explantation, and replacement with catalog number 3507320mc; serial number (B)(4) on the right side, and unknown device on the left side on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.